Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i access immunoassay system (access 2 immunoassay portion) generated one (1) false high troponin (accutni) patient result. Four (4) samples were drawn from one (1) patient and tested from (B)(6) 2013. Three (3) out of four (4) samples consistently matched with the patient's historical values. Only one (1) sample drawn on (B)(6) 2013 yielded a false high value of 0.3 ng/ml. All four values were reported out of the laboratory. The customer repeated all four samples on (B)(6) 2013 and obtained results that correlate with the patient's historical values. The false high result was amended. Patient demographics (age, date of birth, gender, or weight) were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that the hamilton valve/syringe on the closed tube aliquotter (cta) of the dxc 600i system was leaking.

Manufacturer narrative:
Controls were run before and after this event and the results were within acceptable range. The bec fse replaced the hamilton valve/syringe with a new spare one that the customer had in their laboratory which resolved the issue.